Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging after the patient when swimming, there was colored lines across the display screen. The patient reportedly replaced the battery and the pump display screen was blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened to find evidence of moisture on the main printed circuit board and display flex. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.